Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. The customer troubleshot with technical support and replaced the user interface (ui) printed circuit board to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator would intermittently power on and off. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 05oct2018. G.4: 05oct2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H8 - usage of device added.